Event description:
The customer indicated a discrepancy in test results was identified on 08/21/2007. The customer observed positive test results in the anti-d microtube of an mts a/b/d monoclonal and reverse grouping card lot # 050107037-07 on the same day. Prior to this incident, the customer had observed negative test results in the anti-d microtube of an mts a/b/d monoclonal and reverse grouping card lot # 121806037-10 with the same patient sample tested on four months later. Positive rh status confirmed through additional testing performed with the gel method and tube methods. Information was not provided regarding whether the erroneous test results influenced physician decisions. Death or serious injury to the patient was not reported.

Manufacturer narrative:
Samples/reagents were not provided for additional investigation. No definitive root cause could be determined. Product malfunction, sample reactivity, and user/operator error could not be ruled out as contributing factors to this incident. Review of manufacturing documents indicates that this product met all lot release criteria. No similar incidents have been logged against this product. Incident appears to be isolated.